Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation found worn glue on the rubber of the bending section cover, a scratched control body cover, a chipped light guide cover lens and a wrinkled light guide tube. A worn bending tube caused less angulation and knob play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis exera iii colonovideoscope was ¿defective.¿ the customer later clarified that it was suspected there was ¿presence of liquid silicone in all channels following a maintenance operation of the water system.¿ this event occurred after the device had completed the cleaning, disinfection and sterilization (cds) process. This was prior to any procedure on a patient. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since residue of silicone was not found in the channels of the subject device, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.